Event description:
It was reported that the patient presented in the emergency room. Echocardiogram (echo) confirmed pericardial effusion with cardiac tamponade. Computed tomography (CT) scan of the chest showed that the right ventricular (rv) had perforated through the ventricle. The rv lead was repositioned. An external pacer lead was implanted temporarily. The patient's condition is unknown.